Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery ¿frequently¿ would not charge. Additionally, it was reported that the customer experienced difficulty charging the pump the usb cable. The customer declined follow up from tandem technical support. There was no reported adverse impact.